Event description:
A customer reported attempting to load a new cartridge into a pump but faced issues that necessitated reloading it three times before contacting technical support. There was no adverse impact to the customer's blood glucose level. The customer successfully managed to load the cartridge and resume insulin delivery. Technical support advised cleaning the area where the cartridge fits during the next cartridge change to prevent similar issues.